Manufacturer narrative:
Additional information: d3(street 2, MFR city, MFR region, country code, postal code), d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The reported event was not confirmed. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed and no failure mode was observed in the received sample. No new formal investigation is required, the event will be included in trending and monitoring. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was noted after intubation with glide scope that there was a significant air leak while bagging and poor volumes on vent were confirmed. The patient was re-intubated with new ett without any complications. It was noticed that the first ett cuff would deflate with very little pressure applied to cuff.